Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s spouse confirmed the patient was diagnosed with peritonitis (date not provided) and was self-administering intraperitoneal (ip) antibiotics as instructed by their pd registered nurse [(pd)rn]. The patient¿s spouse stated their abdominal pain has subsided, and they are resting comfortably in bed. The cause of the infection is unknown, as the patient has very good technique. The patient is still undergoing ccpd without issue and is recovering from the events. The patient continues to utilize the same liberty select cycler as before the events without issue. Subsequent attempts to contact the pdrn for additional information (e.g., causality, antibiotic type, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information precluded a more comprehensive investigation. However, per the patient¿s spouse, the patient continues to utilize the liberty select cycler without reported issue. It is well established those individuals undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s spouse confirmed the patient was diagnosed with peritonitis (date not provided) and was self-administering intraperitoneal (ip) antibiotics as instructed by their pd registered nurse [(pd)rn]. The patient¿s spouse stated their abdominal pain has subsided, and they are resting comfortably in bed. The cause of the infection is unknown, as the patient has very good technique. The patient is still undergoing ccpd without issue and is recovering from the events. The patient continues to utilize the same liberty select cycler as before the events without issue. Subsequent attempts to contact the pdrn for additional information (e.g., causality, antibiotic type, organism) have thus far proven unsuccessful.